Manufacturer narrative:
Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that during an unknown orthopedic procedure, three (3) variable angle (va) locking screws would not lock into four different screw holes of the va locking compression plate (lcp) olecranon plate. There was a surgical delay of 30 minutes. The procedure was successfully completed. Patient outcome is unknown. This complaint involves one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 36mm. This is report 3 of 4 for report (B)(4).